Event description:
Patient experianced pain and was found that the balloon was inflated. Balloon was removed and replaced with a new device.

Manufacturer narrative:
A review of the device labeling notes the following: the current orbera¿ intragastric balloon system directions for use (dfu) addresses the known and anticipated potential events of "deflation, vomiting and early removal "as follows: "the physiological response of the patient to the presence of the orbera¿ system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response." "Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms." "Complications: possible complications of the use of the orbera365¿ system include: -gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. -patients reporting loss of satiety, increased hunger and/or weight gain should be examined endoscopically as this is indicative of an igb deflation. -a patient who's deflated (i.e. Collapsed) igb has moved into the intestines must be monitored closely for an appropriate period of time (at least 2 weeks) to confirm its uneventful passage through the intestine. - abdominal or back pain, either steady or cyclic. - deflation and subsequent replacement." - deflated device should be removed promptly. Possible adverse events: · intestinal obstruction by the igb. An insufficiently filled igb or a leaking igb that has lost sufficient volume may be able to pass from the stomach into the small bowel. It may pass all the way into the colon and be passed with stool. However, if there is a narrow area in the bowel or adhesion formation, which may occur after previous surgery on the bowel, the igb may not pass and could cause a bowel obstruction. If this occurs, surgery or endoscopic removal could be required. · insufficient or no weight loss. · igb deflation (i.e. Collapse) and subsequent replacement. The labeling is adequate as it addresses the reported complaint. The occurrence of this reported complaint and product will be monitored as appropriate. Failure to deploy: the current orbera intragastric balloon system directions for use (dfu) addresses the known and anticipated potential events of "failure to deploy" are as follows: warnings and precautions: proper positioning of the placement catheter assembly and the orbera intragastric balloon system within the stomach is necessary to allow proper inflation. Lodging of the balloon in the esophageal opening during inflation may cause injury and/or device rupture. The orbera intragastric balloon system is composed of soft silicone elastomer and is easily damaged by instruments or sharp objects. The balloon must be handled only with gloved hands and with the instruments recommended in this document. Note: if the balloon becomes separated from the sheath prior to placement, do not attempt to use the balloon or reinsert the balloon into the sheath. Note: during the filling process the fill tube must remain slack. If the fill tube is under tension during the intubation process, the fill tube may dislodge from the balloon, preventing further balloon deployment. Warning: rapid fill rates will generate high pressure which can damage the orbera intragastric balloon system valve or cause premature detachment. Additional information: the device has not been returned for analysis. The investigator determined that a device history record (DHR) review is not required for this complaint, as there are no other complaints against this lot number, af04956.